Manufacturer narrative:
H.6. Investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges ¿3 false positive results¿ when using kit flu a+b 30 test physician veritor (material # 256045), batch number 2292271. The customer reported a discrepancy in the results of rapid respiratory virus tests (rsv and flu) versus the pcr results performed by bd max. According to the report, the customer received 3 positive results with product bd veritor. Subsequently, pcr was performed on nasopharyngeal aspirates using the bd max sars-cov2/flu kit, and the results were negative. Bd quality performs a systematic approach to investigate false positive result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Bhr (batch history review) analysis and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No physical samples were returned, as a result return sample analysis could not be performed. The customer provided a word document showing that 3 positive results were reported for flu b, whereas the pcr confirmatory test showed no detection for flu and sars-cov2. The reported issue was confirmed based on the results data provided by the customer. The root cause could not be identified. Currently no adverse trend identified for the reported issue. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
Report 2 of 3. It was reported that bd veritor¿ system for rapid detection of flu a+b clia-waved kit discrepancy in results when compared to pcr results. The following information was provided by the initial reporter: discrepancy in the results of rapid respiratory virus tests (rsv and flu) versus the pcr results performed by bd max. Rapid tests were performed on nasopharyngeal swabs. For vsr, the bd veritor system clia kit was used, lot: 1294669 and expiration date: 09-20-2024. For flu, the bd veritor system clia kit was used, lot: 2292271 and expiration date: 10-12-2025. Pcr was performed on nasopharyngeal aspirates using the bd max sars-cov2/flu kit, lot 2270730 and expiration date: 05-12/2023.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 3. It was reported that bd veritor¿ system for rapid detection of flu a+b clia-waved kit discrepancy in results when compared to pcr results. The following information was provided by the initial reporter: discrepancy in the results of rapid respiratory virus tests (rsv and flu) versus the pcr results performed by bd max. Rapid tests were performed on nasopharyngeal swabs. For vsr, the bd veritor system clia kit was used, lot: 1294669 and expiration date: 09-20-2024. For flu, the bd veritor system clia kit was used, lot: 2292271 and expiration date: 10-12-2025. Pcr was performed on nasopharyngeal aspirates using the bd max sars-cov2/flu kit, lot 2270730 and expiration date: 05-12/2023.